Event description:
While patient care technician was attempting to activate warm pack, the pack opened up and spilled on the pct's hand. No patient affected. Pct did not require further follow up or treatment.